Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 117 mg/dl. The customer was treated with food. Customer has been experiencing low blood glucose for today. The customer stated that she is used to blood glucose being in the 400. The customer will call her diabetes educator.